Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-01485.

Event description:
The customer reported 3 false positive results on 2 different patients with two different ID now covid-19 instruments performed on (B)(6) 2021 & (B)(6) 2021 .this is MFR. Report is one (1) of two (2). The customer reported false positive results on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing (antigen test) on the same day generated negative results. Per the customer the patient was symptomatic. The customer confirmed no patient harm or delay/impact to treatment occurred outside of the need to wait on an additional result and multiple sample collections.